Manufacturer narrative:
The hillrom technician found the nurse call membrane on the cg and patient nurse call on the inside rail needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom® communication system:inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the¿nurse call membrane on the cg and patient nurse call on the inside rail to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call did not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).